Event description:
It was reported that an ilet pump became unresponsive and would not unlock during setup, and multiple troubleshooting steps were attempted including charging, restarting through the ilet mobile app, and bluetooth pairing; a replacement pump with a different serial number was also found to be defective, and the user continued on the original pump pending replacement. Symptoms included no alarms and a frozen or unresponsive screen. Outcomes included no reported clinical effects, no hyperglycemia or hypoglycemia, and no hospitalization. Investigation included technical support troubleshooting and remote assessment through the associated mobile application. Investigation of this case revealed device malfunction consistent with an unresponsive user interface, with evidence pointing to a defective replacement unit and a nonfunctional display or control interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure of the user interface.

Manufacturer narrative:
Investigation description: complaint was confirmed. The device powered on, but the touchscreen was unresponsive. Pressing the 'begin' button produced no action, and the device could not progress past that screen. A known-good hoverboard was installed, however issue persisted. The root cause was determined to be an issue with the mainboard.